Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
The history log for the device showed the pad-pak was first installed successfully in march 2010 and performed to specification, alongside random manual power ons, up to the 18th january 2015. An increase in voltage suggests a further pad-pak was installed during this time. Multiple manual power ups of 10 minutes duration were recorded between (B)(4) 2015. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a membrane failure. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.